Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank after moisture exposure. Customer also reported that there was visible moisture behind the display. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a high stop current due to moisture damage on the lcd board and the mother board. No blank display anomaly noted. The insulin pump passed the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner and minor scratched display window.